Event description:
This complaint is reportable based on the analysis. It was reported that during a coronary artery drug eluting stenting treatment procedure, the physician could not cross the lesion with a 2.75x28mm taxus liberte stent. The 80% target lesion was located in the moderate tortuous and calcified distal right coronary artery (rca). The vascular access site was femoral and intravascular ultrasound was not used. The procedure was completed with a plain old balloon angioplasty (poba) only. No pt injuries or complications were reported during the procedure. Pt status reported as "good". However, the analysis of the returned device found stent damage.

Manufacturer narrative:
Examination found that the stent had moved 3mm distal to the distal side of the proximal markerband and the distal section and proximal section of the stent was damaged. Some of the struts from the first row from the distal end were misaligned. Two struts were raised on the first row from the proximal end. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. A review of the mfg documentation found that the device met its material, assembly, and product specs at the time of release to distribution. This investigation will be assigned the most probable root cause classification of operational context.